Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, water removal ability did not meet standard value. In addition to the foreign objects found in the nozzle, the evaluation findings were as follows: the bending section cover adhesive had a chip and white-clouded area, the plastic distal end cover had a burn, switch #4 had a scratch, the scope connector had a dent and was deformed and the connecting tube had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over2 years since the subject device was manufactured. It was confirmed that there was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified and a conclusive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer initially reported to olympus that the evis lucera elite gastrointestinal videoscope had a water supply failure. The issue occurred during a therapeutic endoscopic submucosal dissection (esd) procedure that was completed with the same device. There was a slight delay. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign object was found clogging the nozzle